Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had experienced pain and burning at the ins pocket site. She stated she did not think the burning sensation was related to the stimulation sensation because it was at the implant site (left buttock). It was noted that around that area was sore. She also reported that the device ¿moves/flips¿ in her body. At first it would be painful and then went away. It had gotten worse and hurts more. It was indicated that it only happened when laying down to sleep and the pain was waking her up. She thought the scar tissue would keep it from moving but that hasn't happened and the problem was worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that about a year ago, the patient had surgery to build a better pocket for the device so it did not move around as much. That surgery created scar tissue. The patient stated that now she has all of that scar tissue and the device still moves a little bit.